Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell one of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp indicated a connection to a supply bag was loose. The technical service representative advised the hp to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.